Event description:
It was reported that device entrapment occurred. Vascular access was obtained via the radial artery. A 190cm fighter guidewire was selected for use. However, while passing a non-boston scientific balloon over the guidewire for pre-dilation, the balloon to stuck with the guidewire closer to the radiopaque tip. The balloon did not move back or forth. The balloon and guidewire had to be removed from the artery. The procedure was restarted using a different guidewire and balloon to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). B3: date of event: used first date of the month since exact event/procedure was not provided.